Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The pump was received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone that her blood glucose has been high, and after changing her site and insulin and bolusing her blood glucose kept increasing. The patient's blood glucose at the time of incident was 462 mg/dl, which she attempted to treat with a bolus. No symptoms of hyperglycemia were noted, but the customer mentioned that she had a sinus infection. Troubleshooting was initiated to inspect the pump. The drive support cap was flush. No alarms were found in the alarm history around the time of the high blood glucose. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to discontinue use of the pump due to the flush drive support cap, and to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.